Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation:uterus'), device breakage ('breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test: no". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: she had received treatment for following events" pain: dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), vaginal infection and vaginal discharge". She had not undergone essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation:uterus'), device breakage ('breakage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test: no". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain :pelvic"), abdominal pain ("pain :abdominal"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: she had received treatment for following events" pain: dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), abnormal bleeding (general), vaginal infection and vaginal discharge". She had not undergone essure removal surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to event¿ perforation: uterus/migration, breakage, pain: dysmenorrhea (cramping), pelvic/abdominal, abnormal bleeding (general) menorrhagia, bladder or urinary problems: vaginal infection, vaginal discharge, reporter, demographics; essure indication (amended) were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.